Event description:
Surgeon was using the harmonic ace share during a procedure when they began to malfunction. The harmonic instrument worked to begin with and then all of a sudden stopped during use. Another handpiece was opened and the procedure was completed as planned without further incident. Pt was discharged home on (B)(6) 2016.